Event description:
It was reported that the patient experienced a loss of therapeutic effect following a colonoscopy about 1.5 weeks prior to report. The patient was getting up once every hour to hour and a half at night to use the bathroom. Stimulation was increased from 2.4 volts to 2.6 volts and the patient could then feel stimulation. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3889-28 lot# v753536 implanted (B)(6) 2011 explanted unk; programmer model 3037 serial# (B)(4).